Event description:
Patient was using saline to clean wound from amputation done in august. Wound had to be debrided which then required cleaning and flushing with saline. Patient was then admitted into (B)(6) hosp., (B)(6) with sepsis, bacteria in the blood, and a bacterial infection.